Manufacturer narrative:
Submitted: 07/12/2017. The pump has been returned and evaluated by product analysis on 06/16/2017 with the following findings: device evaluation: on investigation, the battery compartment was found to be cracked and the display screen was dim/faded/discolored.

Event description:
The pump was returned for investigation. Investigation revealed a case/condition issue and a display issue. This report is made based on results of investigation completed on 06/16/2017.